Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that implant could not be placed due to lack of bone, bone layer fractured shortly before implantation. No other implant was placed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) t3st413, (t3 pro non-platform switched tapered implant 4mm (d) x 13mm (l)) for evaluation. Visual evaluation was performed, the implant had signs of use with bone debris on the external threads. The implant was returned with no damage that would cause or contribute to the event. Markings due to the removal process. Cal3845 due: 27 aug 2024. DHR review was completed for the subject lot number 2023040749. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023040749 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : bone fracture. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.